Manufacturer narrative:
This report was received from a nurse via the baxter patient support program (patients retention program (B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics (doses, frequencies and routes not reported). The patient was hospitalized due to lack of improvement for the event (date unspecified). At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and extraneal/physioneal therapies were ongoing. No additional information is available.